Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a blue indicator light, but the screen would not power on, and the device could not be turned on despite recent charging and no known full battery depletion, leading to a replacement ilet being issued after troubleshooting and education. Symptoms included no clinical effects. Outcomes included no reported impact on health status and no alarms. Investigation included customer service troubleshooting and the collection of use history. Investigation of the returned device revealed a screen-unresponsive malfunction associated with the device user interface/display, consistent with hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of an undetermined specific root cause.